Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm epic plus supra valve was selected for implant. During procedure, the epic valve was seated well. However, post-implant, the valve appeared too tight and caused high gradients. The valve was explanted and a new 17mm masters series hemodynamic plus valve was successfully implanted. There are no allegation of malfunction with the 19mm epic valve. The user alleged that the cause of the high gradients was that the 19mm epic was too small. High gradient did not persist after the 19mm epic was explanted. The patient was reported to have been discharged.

Manufacturer narrative:
An event for device stenosis was reported and was not confirmed through analysis of the returned device. Analysis of the returned device found the sewing cuff to be intact, with no anomalies observed on the leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine the cause of the reported device stenosis and aortic valve stenosis. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4114 device not returned. Investigation findings: 3221 no findings available. Investigation conclusions: 4315 cause not established.

Manufacturer narrative:
An event for device stenosis and aortic valve stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information received, a cause for the reported device stenosis and aortic valve stenosis could not be conclusively determined. The reported unexpected medical interventions were a result of case-specific circumstances, as the device was surgical removed.